Event description:
It was reported that this inflatable penile prosthesis was explanted due to unspecified reasons. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).